Event description:
Customer reported that the alarm has a missing battery door. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found the battery door present and the battery coil bent. The unit powered on and passed all of the functional tests. Note: posey instructions for use instruct that when replacing batteries press down on arrow, then slide battery door open and flip it up. Do not attempt to remove the battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. (B)(4).